Event description:
It was reported that the balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified unspecified vessel. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During the first inflation, it was noted that the balloon ruptured at an unspecified pressure. No segment of the device detached inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).